Event description:
The med-el combi 40 cochlear implant, it has been hurting my head for almost three years, so I wanted to take cochlear implant out last year but dr take me out of it to replace new one, but it still same problem. I still have headaches everyday and sometimes sharp pains. I still fell stiff feeling on left head where cochlear implant chip is. I just met a lady at church, she have same one like mine, she said it did hurt her head and headaches. Same length 10 years with cochlear implant. They are at the hospital. I won't be surprised it will happen to everyone who have cochlear implant same like mine having bad headaches, pain and stiff feelings. I need you go inspect everything as soon as possible before it grows big problem. I have headaches for 3 years, so doctor gave me medicine for my head hurting, but it did not help at all.